Event description:
Customer complaint reported as: before the intervention, both cuffs were inflated and they worked fine. During the procedure, the person's saturation went down and the doctor thought it was due to the air in the cuffs. When she inflated the blue cuff, there was also going air in the yellow one. This was confirmed after surgery, when inflating the blue cuff, there was also going air into the yellow one. It was also reported that the patient's blood pressure went down as it was almost at the end of the operation. The anesthesiologist deflated the blue cuff, so the yellow one also deflated a little bit and they could take the device out. The patient's condition was reported as fine. No medical intervention was reported.

Manufacturer narrative:
Qn# (B)(4). Additional information received regarding the event. The customer has reported that they observed insufflation of the non-dependent lung. It was also reported that patient experienced hypotension and bradycardia and there was high peak pressure in combination with desaturation (severity of desaturation unknown).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: before the intervention, both cuffs were inflated and they worked fine. During the procedure, the person's saturation went down and the doctor thought it was due to the air in the cuffs. When she inflated the blue cuff, there was also going air in the yellow one. This was confirmed after surgery, when inflating the blue cuff, there was also going air into the yellow one. It was also reported that the patient's blood pressure went down as it was almost at the end of the operation. The anesthesiologist deflated the blue cuff, so the yellow one also deflated a little bit and they could take the device out. The patient's condition was reported as fine. No medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: before the intervention, both cuffs were inflated and they worked fine. During the procedure, the person's saturation went down and the doctor thought it was due to the air in the cuffs. When she inflated the blue cuff, there was also going air in the yellow one. This was confirmed after surgery, when inflating the blue cuff, there was also going air into the yellow one. It was also reported that the patient's blood pressure went down as it was almost at the end of the operation. The anesthesiologist deflated the blue cuff, so the yellow one also deflated a little bit and they could take the device out. The patient's condition was reported as fine. No medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The manufacturing site evaluated the returned device and then sent the device to the supplier for further evaluation. The supplier reports the defect was confirmed. A non-conformance was opened to further investigate the issue.

Event description:
Customer complaint reported as: before the intervention, both cuffs were inflated and they worked fine. During the procedure, the person's saturation went down and the doctor thought it was due to the air in the cuffs. When she inflated the blue cuff, there was also going air in the yellow one. This was confirmed after surgery, when inflating the blue cuff, there was also going air into the yellow one. It was also reported that the patient's blood pressure went down as it was almost at the end of the operation. The anesthesiologist deflated the blue cuff, so the yellow one also deflated a little bit and they could take the device out. The patient's condition was reported as fine. No medical intervention was reported.